Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unknown surgery, the truespan plg 24 device released both implants correctly. While tensioning the orthocord suture was torn. With the help of some other instruments, it was possible to tension the implants as desired. It was not reported if there was a delay in the procedure due to event. There was no adverse patient consequences reported. All available information has been disclosed.